Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and swelling and also stated" "it is leaking inside me" and "it was recalled."

Event description:
Patient reported left side pain and swelling and also stated" "it is leaking inside me" and "it was recalled". The device remains implanted.